Event description:
Twenty two days post implant, the wire fractured during removal leaving the distal electrode and blue monofilament coil in the pt's body. No subsequent pt complications has been reported.